Event description:
It was reported that during a laparoscopic hysterectomy procedure, a piece broke off the device. It was the tip. No other details of the event are known. No patient impact reported.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aortic aneurysm in zones 3 and 4 approx 83 months ago. Vessel morphology at the time of implant was not reported. It was reported 24 months post stent graft implant the pt had a type iii endoleak, separation resulting in a contained ruptured aneurysm, and was repaired with another manufacturer¿s device. It was reported that the subject recently had a CT scan which revealed interval enlargement of the taa secondary to device failure as there is a total posterior fracture of the thoracic stent graft. At this time the physician will monitor the pt. No additional clinical sequelae were reported, and the pt is fine. (2953200-2010-02316, 2953200-2010-02317).